Manufacturer narrative:
Correction: b1, b2 and h1 were updated to report type adverse event.

Event description:
It was reported that tibial bone pin got stuck in prong of tissue protector. Could not remove with mallet and it was removed with another pin driver. Delay of less than 30 minutes reported and no injuries involved.